Event description:
Customer reported a pt sample with anti-jka did not react with jka positive cells of 0.8% resolve panel c lot brc169 when tested with 15 mins incubation in gel. No death or serious injury is associated with this event.